Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a 10f drain was placed in the right pectoral region. Documented medical order given to remove pectoral wound drain. Resistance experienced when attempting to remove drain by nurse. Therefore, procedure stopped and reported to ICU medical officer. Cardiothorac (cts) team contacted and reviewed patient to remove drain, gave local anaesthetic and removed drain. On removal, drain did not appear intact and repeat cxr ordered. Drain tip seen on cxr post attempted removal. Patient returned to ot. No additional consequences were reported. No additional information was provided.